Event description:
It was reported that during the procedure, the teflon pad of the ultrasonic scalpel melted. There was no patient injury reported by the user facility.

Manufacturer narrative:
At the time of this report the complaint device has not been returned to ascent for evaluation. Once the device is returned and an investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
It was originally reported to stryker sustainability solutions (sss) that the ultrasonic scalpel was "self-activating." An initial MDR was filed with limited information. Follow-up communication between sss and the user facility confirmed the actual complaint was that the teflon pad melted during use. A visual exam of the returned device revealed the teflon pad was melted. However, the device passed all function testing. Based on the visual inspection of the returned device, the teflon pad melting was most likely caused by activation of the device without tissue between the closed jaws of the device. Sss' instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the ultrasonic scalpel "self-activated." No patient injury was reported.